Event description:
Device was not charging. Green light was not on and moisture was in the base. Consumer also saw evidence of charring and melted contacts. No injuries were alleged. The device was replaced and requested to be returned for eval.